Event description:
It was reported that a user received low-insulin alerts on the ilet, manually paused insulin delivery to delay a cartridge change, did not resume for approximately five hours, and subsequently experienced hyperglycemia with a highest glucose of 295 mg/dl confirmed by continuous glucose monitor (cgm) and glucometer; glucose later trended down after resuming use and eating lunch. Symptoms included hyperglycemia with the user feeling unwell, then improved. Outcomes included no injury and no medical intervention beyond routine self-management. Investigation included user communication, device use history review, and assessment of pump alerts and user actions. Investigation of this case revealed device performance consistent with design, appropriate low-insulin and pause alerts, and user-initiated interruption of insulin delivery as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pausing insulin delivery and not resuming in a timely manner.

Manufacturer narrative:
Initial.